Manufacturer narrative:
The associated devices were returned and evaluated. Visual inspection noted the returned of a shell, fractured stem, femoral head, trunnion sleeve, liner and stem sleeve. The stem has a total fracture with the trunnion, femoral head and metal liner assembled. The distal end of the stem has a sleeve attached. A review of the complaint history shows no prior complaints for the listed lots. The lab analysis showed the emperion stem fracture likely initiated in the lateral region of the stem, which is typically the area of highest stress in hip implants. Based on "beach" marks and burnishing observed near the lateral region, fatigue was the most likely fracture mechanism. The proximal sleeve was likely well supported in the host bone as observed by the bone on-growth and the damage in the stem and the sleeve. A fracture may occur if the mechanical loads applied to the stem exceed the strength of the material. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. The cause is unknown.